Manufacturer narrative:
The subject device was returned to omsc for the evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the internal tube of the subject device from the distal end of the instrument channel to the suction connector. It was found no abnormality such as the kinks, dirt or foreign objects adhering. It was also not found the significant dirt, foreign objects adhering or damage around the instrument channel port or the cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]. Instrument channel, suction channel and air/water channel: unspecified microbes [second time; (B)(6) 2021]. Water channel (< 1000 cfu / ml): escherichia coli, stenotrophomonas maltophilia, achromobacter xylosoxidans, and enterococcus faecalis. Suction channel (< 1000 cfu / ml): escherichia coli, pseudomonas aeruginosa, and stenotrophomonas maltophilia. The device had been reprocessed with an olympus automated endoscope reprocessor model oer3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus service operation repair center (sorc) also investigated that subject device. No abnormalities were found that could be related to the reported event. The exact cause of the reported event could not be conclusively identified.